Event description:
It was reported that a pump was on an IV pole and the height of the pole was raised to the highest point. The customer stated that the IV pole knocked a sign from the ceiling which fell on top of a medical resident. The resident required stitches.

Manufacturer narrative:
(B)(4). The device wa not returned to baxter for eval and therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.